Manufacturer narrative:
This is one of four reports being submitted for this case. Please reference manufacturer report no. 2015691-2017-00344, 2015691-2017-00346, 2015691-2017-00348.reference: bjursten, henrik, et al. "The safety of introducing a new generation tavr device: one departments experience from introducing a second generation repositionable tavr." Bmc cardiovascular disorders 17.1 (2017): 25.

Manufacturer narrative:
This report represents the reported three (3) major vascular complications. Additional details of these events are not available, including location of the vascular complication and time of the events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there is insufficient information to determine the cause of the reported major vascular complications. The authors did not specify to which of the devices used during the tavr procedure these events were associated. In this case, the physician declined edwards request for additional information for this article. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
A medical journal published a swedish single-center retrospective study of all transfemoral tavr performed from 1st of january 2012 to 31st of december 2014 were compared for short-term outcome according to varc-2 definitions and 1-year survival. The aim of this study was to evaluate whether changing from a first-generation valve to a second-generation valve could be performed safely without affecting outcome for the patients. A total of 100 patients were included in this study, where 47 received the edwards sapien valve (40 sapien xt and 7 sapien 3 valves). The following events occurred in the sapien group during the study period: 3 permanent pacemaker (ppm) implantation, 5 life-threatening bleeding, 3 major vascular complications, and 1 annular rupture. The patient that suffered the aortic annular rupture was converted to open heart surgery but could not be saved. The author declined to provide additional information.